Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 650 mg/dl on (B)(6)2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Cusotmer was released from the hospital on 5/17/2026 with the issue resolved and no permanent damage.